Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/2 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 2. The patient explained she turned the hc off and disconnected. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then helped the patient clear the error. The patient stated she drained with a manual bag. No injury or medical intervention was reported.